Event description:
It was reported that there was a connection issue between the ultraset capd disposable disconnect y-set and minicap transfer set. The y-set could not be connected tightly with the transfer set. This occurred during use of the devices for peritoneal dialysis therapy. The y-set was replaced and the issue resolved. The transfer set was not replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.